Event description:
It was reported that sam diagnostic on programmer indicates a threshold for severe sleep apnea that is determined by ahi index which is above 20, whereas this index was above 30 in product brochures and presentations . Preliminary analysis confirms this inconsistency, it is wrongly written in the product brochure. There is no programmer issue.

Event description:
It was reported that sam diagnostic on programmer indicates a threshold for severe sleep apnea that is determined by ahi index which is above 20, whereas this index was above 30 in product brochures and presentations . Preliminary analysis confirms this inconsistency, it is wrongly written in the product brochure. There is no programmer issue.